Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff of the trach tube was not inflating appropriately. Despite massaging of balloon and cuff itself, only a portion of it was inflating. This was checked prior to a scheduled trach change; so caught beforehand and another tube was used. Patient therefore unaffected and not involved. Product is returning for investigation.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in used condition without the original packaging. Per functional test: sample was filled with 5cc of air, then the cuff was measured for symmetry. The result was out of specification. The complaint was confirmed. A root cause for the condition could not be determined. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will be monitored, and further actions taken accordingly.